Manufacturer narrative:
The device has not been received to date. Customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the olympus sales representative to try and pinpoint if the problem was with the cv-190, scopes or light source. The olympus sales representative doesn¿t have it and stated that would call back once the scopes are available. The olympus sales representative called back and said tried two scopes and they are still having issues. Tac instructed that the customer turn off the clv-190 before inserting scope and turn on after scope is inserted. It was recommended to reseat the maj-1933 cable between the clv-190 and the c v-190 while it was powered off. Tac instructed them to clean the scope contacts with 70% isopropyl alcohol. The device was serviced by a third party. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer¿s olympus sales representative reported to olympus, a b30 (scope communication error) displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly.this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10.the device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The following information is stated in the instructions for use (IFU): ¿cv-190: [6.3 connection of an endoscope]. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear¿. ¿clv-190: [4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction¿. Olympus will continue to monitor field performance for this device.